Event description:
The atrial lead was explanted and discarded due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Based on the data we received, the root cause of the observed dislodgement cannot be determined. Should the lead become available for analysis, the investigation will be updated.